Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-13241 & 1627487-2013-13242. It was reported the pt was implanted for low back coverage. The stimulation could not be isolated to just his lower back, the pt was also receiving stimulation in his legs. F/u info identified the pt's entire scs system was explanted without incident. Add'l f/u pending.